Event description:
This lead was implanted on (B)(6) 2005. A call to technical services on (B)(6) 2011, states that the caller is from (B)(6) hospital in (B)(6) and they have patient scheduled for today to remove both leads and device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).